Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy the motor drive units was overheating when used. It is unknown if there was a delay, the procedure was completed with a backup device with no complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee arthroscopy the motor drive unit was overheating when used, there was no burn or damage to patient. The procedure was completed with a backup device with no complications or significant delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.